Manufacturer narrative:
Additional information: there was no patient injury or medical/surgical intervention as a result of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the right coronary artery (rca). It was reported that the resolute onyx stent was expired approximately 6 weeks at the time the stent was implanted. It was stated that the use by date was not checked prior to opening the box of the stent. The patient was reported to be alive with no injury.